Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had broken. The customer stated that they were unable to access the medication from the broken drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no outdoor failures noted. The field service engineer (fse) found no identifiable failures at the station. After inspection, the station was confirmed to be operational, and users were able to use it without any issues. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had broken. The customer stated that they were unable to access the medication from the broken drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.